Event description:
The pt reported she was experiencing auto-reducing of her stimulation programs. The shm rep met with the pt and diagnostics indicated high impedance readings on all lead contacts. X-rays were taken and revealed a possible lead fracture. Surgical intervention will take place at a later date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.